Event description:
It was reported when using the bd vacutainer® sst¿ ii advance, one device cracked during centrifugation. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had received 2 photos for investigation. The photos were reviewed and the indicated failure mode for broken tube was observed. Additionally, 6 retention samples from bd inventory were evaluated by functional testing and the issue of broken tube was not observed. None of the tested tubes broke, and there were no signs of cracking on their rims post-centrifugation. Additionally, none of the caps separated during the testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode broken tube. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance, one device cracked during centrifugation. There were no health consequences or impacts reported.